Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation. The reported event was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely, the cause is related to a faulty power supply board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the monitor power automatically cut off after 3 minutes of being powered on, and would resume after plugging and unplugging the power cord. The issue occurred during reprocessing. There were no reports of patient harm.